Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The issue was identified approximately 40 hours into the patient infusion. The patient felt liquid drip down their leg and noticed the balloon that held the medication had popped/deflated. The device was filled with fluorouracil hs (ebewe) 6400mg in sodium chloride 0.9%. The patient washed with water/saline following skin contact with cytotoxic solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 12, 2021 - may 19, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.